Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left pulmonary artery using an indigo system separator 8 (sep8). During the procedure, the physician advanced an indigo system aspiration catheter 8 (cat8) through another manufacturer's sheath and then advanced the sep8 through the cat8 to aspirate the thrombus. While aspirating the thrombus, the physician noticed that the sep8 prolapsed on itself inside the cat8. The physician removed the sep8 from the cat8 and noticed that the tip of the sep8 was slightly bent but still intact. The sep8 was reintroduced into the cat8 and the procedure continued. After approximately 10 minutes of aspiration, the physician noticed that the tip of the sep8 including the bulb had broken off and was lodged in a distal branch of the left pulmonary artery. Attempts were made to retrieve the broken tip of the sep8 from the patient using a snare device but were unsuccessful. The physician decided to leave the broken tip of the sep8 in the patient since it was secured in a small distal branch. An angiography was performed and confirmed that there was significantly improved flow in the left pulmonary artery. The procedure was successfully completed after using a new sep8 to clear out the right pulmonary artery. The patient was stable and doing well at the end of the procedure. There was no report of an adverse effect to the patient.